Manufacturer narrative:
The referenced report of subacute infarction is covered under medwatch MFR report #2916596-2017-00924. The referenced report of melena is covered under medwatch MFR report #2916596-2017-00923. (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a subacute infarction on (B)(6) 2016 and melena on (B)(6) 2016. The patient was on a heparin drip, coumadin, aspirin 325mg, integrelin and agatroban. Ramp transesophageal echocardiogram (tee) on (B)(6) 2016 revealed that the aortic valve closed with increased pump speeds; however, the left ventricular did not decompress, and there was possible thrombus on inflow cannula. Lactate dehydrogenase (ldh) peaked at 2955 u/l on (B)(6) 2017. It was reported that the patient was febrile on (B)(6) 2017, was started on cefepime and confirmed to have a urinary tract infection (uti). A head CT on (B)(6) 2017 showed a large left hemisphere intracerebral hemorrhage. Patient was not alert and lvad support withdrawn per family wishes. The patient expired on (B)(6) 2017 due to complications of intracerebral hemorrhage (ich). No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported suspected thrombosis, hemolysis and could not be conclusively determined. Thrombus, hemolysis, bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.